Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon evaluation physio observed the device unexpectedly reboot. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio replaced the device's system controller pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined integrated circuit designator u60, the real time clock (rtc) was the cause of the reported issue.

Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon evaluation physio observed the device unexpectedly reboot. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon evaluation physio observed the device unexpectedly reboot. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.